Event description:
A hospitalized patient, on anticoagulant medication, being treated with v.a. C. Therapy afer a femoral artery thromboendarterectomy procedure, was found decreased three days after v.a.c. Therapy was initiated. The doctor noted that the v.a.c. Dressing contained coagulated and clotted blood and the canister was partially filled. An autopsy was planned to clarify the cirumstances of the death.